Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and oversensing of noise on the right atrial (ra) channel. The noise was generated from pocket manipulation and isometrics. It was noted that there were inappropriate atrial tachy response (atr) episodes due to the noise. Boston scientific technical services (ts) provided potential issues with the device system and recommended the health care professional (hcp) consult with the physician. The patient was referred to another hospital for potential lead revision. The device remains in use. No adverse patient effects were reported. Additional information indicates that the device exhibited loss of capture (loc) and high capture thresholds. A lead revision was performed. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance and oversensing of noise on the right atrial (ra) channel. The noise was generated from pocket manipulation and isometrics. It was noted that there were inappropriate atrial tachy response (atr) episodes due to the noise. Boston scientific technical services (ts) provided potential issues with the device system and recommended the health care professional (hcp) consult with the physician. The patient was referred to another hospital for potential lead revision. The device remains in use. No adverse patient effects were reported.